Event description:
This complaint is now reportable based on the analysis completed on 05/14/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x38 mm taxus liberte stent would not cross the lesion. The 80% stenosed lesion being treated was located in the tortuous, severely calcified distal left circumflex (lcx). No patient complications were reported. Pt's status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to third rows with severely misaligned. A visual examination revealed that there were kinks along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The post probable root cause is operational context as device performance was limited due to anatomical procedural factors.